Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in the ostial left main. The physician encountered difficulty crossing the lesion with the 2.75x20mm liberte' bare metal stent. As the device was being removed, the physician felt resistance as he was pulling the stent delivery system through a previously placed stent. When the device was removed, the stent was found to have a flared strut. The procedure was completed with a 2.75x16mm liberte' stent. No patient complications occurred. Patient status is satisfactory.